Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The unit also had cracked battery tube threads and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alerted with low battery earlier and when she changed the battery the battery she removed from the pump was melted; the battery was slimy and the label was coming off. The patient's blood glucose at the time of incident was 196 mg/dl. The insulin pump was returned for analysis due to the battery exploding in the pump, and a replacement pump was shipped to the customer.